Event description:
It was reported that the device continued to vibrate while in safe mode during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device continued to vibrate while in safe mode during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.